Manufacturer narrative:
A representative of the company was on site (B)(4) 2011 and was unable to reproduce the reported problems, the device functioned normally. In additional, the locatable guide that was used in the case was returned and evaluated and was also found to be within specification. There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.

Event description:
The site reported that there were difficulties navigating and visual verification was not correct. Therefore, the superdimension portion of the case was cancelled with the pt under general anesthesia.